Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge alarm (alarm 5) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose (bg) level was 526 mg/dl; a manual injection was administered to address elevated bg. Reportedly, the customer reverted to manual injections for insulin therapy.